Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file confirmed low flow alarms; however, a specific cause for the alarms could not conclusively be determined through this evaluation. Additionally, a specific cause for the reported infection, as well as a direct correlation to heartmate ii lvas, serial number (B)(6), could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6) 2020 through (B)(6) 2020. The log file captured a period of sustained low flow hazard alarms on (B)(6) 2020, when calculated flow dropped to 2.4 lpm, below the low flow threshold of 2.5 lpm. Of note, the log file also captured a no external power alarm on (B)(6) 2020. No other atypical alarms or events were captured. The actual speed remained at or above the low speed limit for the duration of the log file and the pump appeared to be functioning as intended. An echocardiogram was performed and no malposition or pump obstruction was observed. The patient was reportedly asymptomatic but did have issues with a suspected driveline fracture (addressed under MFR. #2916596-2020-04960). The patient¿s exit site was infected with some bleeding and pus noted around the wound. The patient was treated with oral antibiotics, the infection cleared, and the patient was discharged home. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The heartmate ii lvas IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. This document additionally outlines all system controller alarms, including low flow hazard alarms, as well as the appropriate actions associated with them. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The IFU also lists driveline or pump pocket infection as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The relevant sections of the device history records for vad-19040 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 02oct2017 no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having low flow events and a no external power event while being switched to another power source. Additional information was received on (B)(6) 2020 stating that the patient had an echo to rule out malposition and pump obstruction. The patient's would was infected and cleared. The patient was asymptomatic but there was a suspected driveline fracture with speed drops and low speed advisory. The patient was given an ungrounded cable to use at home. Additional information was received on (B)(6) 2020 stating that the exit site was bleeding and there was pus around the wound. The patient was given oral antibiotics was stable and discharged home.